Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10400, batch b1036435 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the technical evaluation on the returned device, received on march 20, 2017, is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device currently under technical evaluation.

Event description:
The information provided by the local distributor indicates: device code: 50-10400 (long strut tl-hex -158mm-318mm); batch number: b1036435; quantity: 1; hospital name: (B)(6); surgeon's name: dr. (B)(6); date of surgery: (B)(6) 2017; body part to which device was applied: tibia; surgery description: correction, fracture treatment; patient information: (B)(6), male; problem observed during: into treatment; type of problem: device functional problem; event description: "breakage of the long strut without external stress. Result: pain and acute loss of correction". The complaint report form also indicates: the device failure had adverse effects on patient (loss of distraction/correction achieved). An additional surgery was not required. Patient current health condition: ok, no pain/problems. Note and comments: "recovered during replenishment - no surgery involved. The problem occurs not during operation, but in post-operative management. The strut was exchanged to a new one without a 2nd surgery". (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10400 batch b1036435 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other notifications have been received on this specific device lot. Technical evaluation: the returned strut, received on march 20, 2017 was examined by orthofix (B)(4) quality engineering area. The device was subjected to visual and dimensional check as per orthofix (B)(4) specification. The visual check evidenced that the inner bushing component is broken. The dimensional check, performed where possible as the device is broken, did not evidence any anomalies. The device was then sent to an external laboratory for the chemical and failure analysis. The results of the technical investigation evidenced that the material of the broken component is conforming to design specification. The failure occurred could be mainly attributable to the loads applied to the device during application. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. "In this case a long strut broke in the postoperative period, causing pain and loss of correction. The strut was replaced without further surgery and the patient is well. The conclusion of the technical report is that the device failed because of excessive load. This must have been due to technical reasons related to this particular frame, which may have resulted in this strut being subject to excessive load". Manufacturer final comments: the results of the technical investigation evidenced that the material of the broken component is conforming to design specification. The failure occurred could be mainly attributable to the loads applied to the device during application. The medical evaluation evidenced as follow: "in this case a long strut broke in the postoperative period, causing pain and loss of correction. The strut was replaced without further surgery and the patient is well. The conclusion of the technical report is that the device failed because of excessive load. This must have been due to technical reasons related to this particular frame, which may have resulted in this strut being subject to excessive load". Orthofix (B)(4) historical records shows that no other similar notifications have been received in regards to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - device code: 50-10400 (long strut tl-hex -158mm-318mm); - batch number: b1036435; - quantity: 1; - hospital name: (B)(6); - surgeon's name: dr. (B)(6); - date of surgery: (B)(6) 2017; - body part to which device was applied: tibia; - surgery description: correction, fracture treatment; - patient information: (B)(6); - problem observed during: into treatment; - type of problem: device functional problem; - event description: "breakage of the long strut without external stress. Result: pain and acute loss of correction". The complaint report form also indicates: - the device failure had adverse effects on patient (loss of distraction/correction achieved); - an additional surgery was not required; - patient current health condition: ok, no pain/problems; - note and comments: "recovered during replenishment - no surgery involved. The problem occurs not during operation, but in post-operative management. The strut was exchanged to a new one without a 2nd surgery". On april 10, 2017, orthofix (B)(4) received an x-ray of the case and the following additional information: - the change of strut was done (B)(6) 2016 after breakage immediately. On may 9, 2017, orthofix (B)(4) received the following revised information: - the surgery date was the (B)(6) 2016 and the breakage and the replacement was on the (B)(6) 2016. (B)(4).